Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found, but blood was noted in the helix mechanism and conductor; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, the helix did not deploy the second time it was attempted for fixation. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected evaluation summary. Evaluation summary: (B)(4): shaft seal out of position, and blood noted on distal conductor (not obstructed), helix mechanism, and helix mechanism (sleeve head); full lead returned and analyed.